Event description:
The customer received questionable igg antibodies to rubella virus results for two patient samples that did not correlate to the patient medical history (vaccination). Patient 1 received a rubella vaccination one month ago. The rubella igg result from the cobas e411 was 2.30 iu/ml. The repeat result was 2.00 iu/ml (non-reactive). On (B)(6) 2014, the rubella igg result from the architect was 45 iu/ml (positive). On (B)(6) 2014, the sample was repeated on the cobas e411 and the result was 9.82 iu/ml(non-reactive). Patient 2 was a (B)(6) year old female. On (B)(6) 2014, the rubella igg result from the cobas e411 was 5.50 iu/ml (non-reactive). On (B)(6) 2014, the rubella igg result from the architect was 11 iu/ml (positive). On (B)(6) 2014, the sample was repeated on the cobas e411 and the result was 5.75 iu/ml(non-reactive). Both of the results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 176176. The expiration date was requested, but was not provided.

Manufacturer narrative:
The sample was further tested by recomblot rubella microgen and platelia rubella igg and all results were negative/non-reactive. Therefore, the non-reactive result obtained by the customer was confirmed and was considered to be correct.

Manufacturer narrative:
A sample from patient 1 was submitted for investigation and the result was negative/non-reactive which confirms the customer results.

Manufacturer narrative:
This event occurred in (B)(6).